Event description:
This case was reported by a lawyer via (B)(4), and described the occurrence of an unspecified injury in a male pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip. At an unk time, after starting poligrip, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. F/u info was received via medical records on (B)(4) 2009. On (B)(6) 2009, the pt experienced a high zinc level and a low copper level. At the time of this report, the outcome of the events was unk. F/u info was received on (B)(4) 2010 via medical records. On (B)(6) 2009, the pt reported recently having developed numbness in his hands and pain in both of his feet (described as a constant stinging or a constant aching with occasional burning sensation). His hands had been numb for the past seven months or so. The foot pain had been there for the past 2 years and was getting worse. The pt wanted to have his copper and zinc levels tested due to literature relating abnormal levels with long-term poligrip use. The pt requested diclofenac for pain. The pt reported using poligrip for quite some time and having dentures for a number of years. The physician suspected the pt to have a significant neuropathy. On (B)(6) 2009, the pt complained of facial numbness. On (B)(6) 2009, the pt's symptoms had worsened and he was started on neurontin. The pt's b12 level was low. On (B)(6) 2009, the pt complained of dizziness on neurontin. The pt had also begun diclofenac and b12 injections. On (B)(6) 2009, the pt had bilateral hand numbness and feet with numbness and tingling. The pt reported pounding pain in his feet all morning and tingling all day. The physician reported the neuropathy was likely from b12 deficiency, but was unclear of the significance of the copper and zinc levels. Amitryptyline was started and neurontin had since been discontinued. On (B)(6) 2009, the pt was started on oral copper supplementation and ultram for acute pain. The pt was using a different generic, denture cream at that time. On (B)(6) 2009, it was noted that the pt was also started on vicodin for pain. The pt tried to get gabapentin, but it was too expensive. Amitryptyline was not tolerated. On (B)(6) 2009, the pt was also diagnosed with carpel tunnel syndrome. The pt's peripheral neuropathy was thought to be related to zinc toxicity. The pt now complained of stomach pain and black stools. On (B)(6) 2009, the pt reported having multiple falls and felt his balance and proprioception was poor.